Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the void impedances were programmed around. No further complications were reported or anticipated.

Event description:
Additional information received from the manufacturing representative (rep) indicated that an impedance check showed that electrode #12 was greater than 40,000 ohms, and electrodes #9 and #14 were both ¿avoid¿ at 950 ohms. The rep stated that the patient used to feel tingling in their right low back and leg, but now they only feel paresthesia in the lower part of their back. They mentioned that the patient stopped feeling tingling in their right leg 2 days ago after falling. The rep stated that electrode #14 was being used by the existing program. The rep reprogrammed the patient using electrodes 10 (+), 15 (-) 150 pw, 60hz, 10.6 ma. They added that the stimulation is now covering bilateral low back, right leg to calf, leg to foot, and all areas of the patient¿s pain. The patient noticed immediate pain relief in their right leg. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(6), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had been scheduled for battery replacement. When connecting to the new battery, electrodes 9 and 12 are void. Impedance check was performed. The representative programmed around those contacts. The issue was reported as resolved. No patient symptoms were reported. No further complications were reported/anticipated.